Event description:
Per the clinic the device was explanted on (B)(6) 2013 due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.

Manufacturer narrative:
This report is filed february 24, 2014.